Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump basal rates were not retained when the pump was rebooted. During troubleshooting, the patient reprogrammed the basal rates and tried removing the battery again and the pump time, date, and basal settings were correct. This report is made based on the allegation of the pump basal rate reset issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was unable to duplicate the complaint.